Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the remote transmissions, the patient was brought into the clinic for further assessment. The patient's left ventricular (lv) lead was noted to exhibit noise and was able to be reproduced via isometric exercises. The clinic will continue to monitor the patient. No intervention was performed and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.